Event description:
We received a report that a tecnis toric zct400 26.0 intraocular lens (iol) was explanted from the patient's left eye after he experienced unexpected post-operative refraction. Follow up found that the patient had more astigmatism than what was expected. Another intraocular lens was placed during the same procedure and there were no surgical complications such as incision enlargement or vitrectomy. The patient is reported to be doing fine. The device was discarded in the field.

Manufacturer narrative:
Explant of intraocular lens; unexpected post-operative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: the correct implant date is (B)(6) 2015. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.